Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. When approximately 4 inches of the stylet was within the lead, the physician pulled hard on the stylet which lead to breaking of the lead. The event was due to user error and there was no lead malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, the stylet could not be completely removed from the lead. The physician pulled hard on the stylet and the lead broke. The lead was not used and replaced. The patient was stable.